Event description:
Patient is admitted status post cardiac arrest. Md ordered hypothermia protocol to be applied. Obtained cooling wraps/blanket with a goal temp of 36. Cooling blanket states it is cooling patient with a water temperature of 27. Cooling blanket feels as though it is room temperature, and the patient's temp continued to rise.

Event description:
Patient is admitted status post cardiac arrest. Md ordered hypothermia protocol to be applied. Obtained cooling wraps/blanket with a goal temp of 36. Cooling blanket states it is cooling patient with a water temperature of 27. Cooling blanket feels as though it is room temperature, and the patient's temp continued to rise.